Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 658 mg/dl, and she was treated with manual injections. It was stated that the customer was experiencing vomiting, ketones, indigestion, excessive thirst and urination. Troubleshooting was performed. The time, date, and settings were correct. Assisted the caller to run the fixed prime test and the insulin did exit. Advised the caller to call back when the tubing clamp arrives. Instructed the caller to remove the cannula, and it was bent, but not occluded. The caller stated that the customer inserted in the abdomen and could not pinch more than an inch of tissue. The caller mentioned that the customer changes the infusion set every 3 1/2 days, and the reservoir and insulin every five to six days. Recommended the caller to change the infusion set and reservoir every two to three days to prevent clogging. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.